Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for right ventricular lead revision. The lead exhibited noise on previous follow up check. The lead was capped and replaced. The patient was fine.